Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for the complaint batch 25a12g8372 and no abnormality was observed during in-process and at final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description needle got caught in safety and could not remove from catheter hub detailed inquiry description while removing stylet, needle was caught on safety and could not be removed or activated.